Event description:
The manufacturer was informed that a patient received a memo 4d (implant date unknown). The blue template (holder) was reportedly not removed during the surgery, thus remaining implanted in the patient. The patient received reoperation in another center where the template was removed. It is reported that the patient required another surgery at the aorta and, during the procedure, the presence of the blue template was identified. No symptoms were previously noted.